Event description:
Complainant alleged that during routine shift check by a clinician, the internal handles would not discharged into a defib analyzer. Complainant indicated that there was no patient involvement in the reported malfunction.